Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 150cc and experienced morphea scleroderma autoimmune disorder post-operational. Patient symptoms included trouble breathing, no energy, hard to focus at work, mild depression, hard lumps in lymph nodes, inflammation over entire body, bruised easily, shooting pain down arm, breast pain, abdomen pain, whole body pain and allergic reaction. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the right side.